Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information wrheivcihe wh aosf ntohte baededni taibolnea lt oi nifnovremsattiigoant ew aosr pveerrfiofrym epdr iaonrd tnoo tchhea nrgeeq utior etdh ER erpeoprotritnagb idlaittey. Dtehtiesr mrienpaotrito nd oweass noobts errevfelde.CT a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported the following case: please note that we noticed that the expiry date mentioned on the label is different than the one included in the barcode (and mentioned on the related packing list as well). Below you can find the details of the affected products we have found in stock: (fms outflow cannula-code:281572- lot number: 69750, lot number:69750). The complaint device is not being returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, it was observed that the expiry date mentioned on the label is different than the one included in the product label barcode / packing list. The expiry date (barcode) for lot number 69750 states 27-02-2021, however the expiry date on the product label states 27-02-2022. The expiry date (barcode) for lot number 62795 states 30-12-2019, however the expiry date on the product label states 30-12-2020. A nonconformance was opened to track this failure with the supplier. A stop shipment was initiated (281572) for the lot numbers impacted. Quality, medical safety and regulatory affairs reviewed the investigation and determined that this product nonconformance presents no increased risk to patient safety nor does it after the product benefit-risk profile. The root cause stems from supplier label software system, the product code 281752 is received into depuy mitek neuchatel site where label is checked, however the expiry date is manually inputted into the erp system. The corrective action was made in supplier site (harmac) where implemented a label software verification step that is deployed a whenever a label¿s software is changed. As part of this verification, the new label is printed and then reviewed by the cognizant engineer who approved the change on the software verification form. A device history review was conducted for the lots involved without any related findings. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4).

Event description:
Distributor has reported the following case: please note that we noticed that the expiry date mentioned on the label is different than the one included in the barcode (and mentioned on the related packing list as well). Below you can find the details of the affected products we have found in stock: (please see attached photos and packing lists). Fms outflow cannula-code: 281572, lot number: 69750.